Event description:
It was reported that the implantable pacemaker noted atrial under sensing and low intrinsic amplitude. Also, atrial sensitivity was set to 0.5 millivolts which means atrial activity will be under sensed. Boston scientific technical services (ts) discussed to consider reprogramming to allow for better sensing. This device remains in service. No adverse patient effects were reported.